Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages after loading a cartridge with insulin. Reportedly, the cartridge was filled with 110 units of insulin. There was no impact to the customer's blood glucose level. During the call with tandem technical support, the customer was able to load a new cartridge successfully.